Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment with an injection of forgid (1 gram daily for 14 days) and an injection of vancomycin (1 gm twice in a week) for peritonitis. Patient outcome was unknown. Therapy was ongoing. No additional information is available.